Event description:
The device was used during a procedure on the colon. Reportedly, the instrument did not fire and was difficult to open. The surgeon was able to remove the device without any pt injury.